Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the screen of the insulin pump keep scrolling up when trying to deliver a bolus. Customer stated that the buttons are not responding properly. Blood glucose value is 130 mg/dl. Nothing further reported.